Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2007, the patient was implanted with three gore excluder aaa endoprostheses for an abdominal aortic aneurysm. On (B)(6) 2008, a distal type I endoleak was identified on the right side of the endograft system where the pxc181000/05456765 was placed. On (B)(6) 2008, the patient underwent a second procedure where a contralateral leg component was implanted to extend the right side of the endograft system. The endoleak was resolved and the patient tolerated the procedure.